Manufacturer narrative:
Na.

Event description:
The customer received questionable low gluc3 glucose hk gen.3 results for 60 patient sample from the cobas 8000 cobas c 502 module. Data was provided for two patient samples as examples. Patient 1 initial result was 182 mg/dl and the repeat result was 235 mg/dl. Patient 2 initial result was 53 mg/dl and the repeat result was 157 mg/dl. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 34296901 with an expiration date of 30-sep-2019. The field service representative found lint or other foreign material was blocking one of the rinse mechanism nozzles. He removed the foreign material, performed maintenance, and performed mechanism checks, and a cell blank measurement. All checks were within specification. Qc was performed and was within ranges. The investigation confirmed the issue was resolved by the service actions.